Event description:
Health professional reported the explant and replacement of the band due to alleged "intolerance and gastroesophageal reflux." Follow-up with the health professional noted that "intolerance" was used to describe that the patient may have had a previous problem involving the device. Further follow-up will be conducted to attempt and gather additional information.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Gastroesophageal reflux disease is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."